Event description:
It was reported that the pt experienced underdose with symptoms of "mind shuts off, can't stop throwing up, hot and cold sweats, talks like a drunk." It was reported that these symptoms have gone on for 2 1/2 months. The pt was taken to the hospital on (B)(6) 2011 and given medications for vertigo. The pt was seen by her primary hcp and they had her go back to the hospital. On (B)(6) 2011, the pt went for a pump refill and 13ml was removed from the pump. It was noted, "they usually pull half of that out". Per the reporter, the pt usually gets 10.5 mg in a 24-hour period and the hcp cut it in half at the refill appointment. No alarms were heard. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).